Manufacturer narrative:
The neuroblate system insturctions for use contain laser safety warnings as risk mitigations for this event: section 4.3, general warnings: "laser eye protection provided with the neuroblate system must be worn in the MRI scanner room during operation of the laser". "To avoid equipment damage and patient injury, do not continue to deliver laser energy if no elevation in tissue temperature is observed." No harm was observed in this event, and the event description provided by the clinical specialist indicates that these instructions for risk mitigation were followed. Therefore, these risk mitigations remain effective.

Event description:
Prior to laser fire, when inserting the laser probe into the laser fiber mating adapter on the portable connector module (pcm), the monteris representative could see a visible pilot light inside the connector, albeit faint, even when the laser fiber was fully seated. This prompted the monteris representative to utilize the mating adapter from the backup laser fiber. Approximately 3 minutes into firing the laser for the first time, the heat inside the noise mask and highest pixel temperature began to decrease despite the surgeon still firing the laser. The surgeon was instructed to cease firing the laser, and upon inspecting the pcm, the monteris representative found that the laser fiber had become thermally fused at the pcm's mating adaptor, despite replacing the adaptor prior to commencing laser ablation. After observing the fault, the laser probe, laser fiber, and mating adapter were replaced. No visible light was displayed when both ends of the fiber were connected. Laser ablation proceeded as expected. There were no patient complications reported in relation to this event.